Manufacturer narrative:
The calibration data was acceptable. No issues were identified during a review of the alarm trace. The customer used a clotting time of 10 minutes. This clotting time may be too short; the sample should be allowed to clot for at least 30 minutes. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's qc was acceptable prior to patient testing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e411 rack. The patient¿s initial result was not reported outside the laboratory. The customer performed repeat testing on the patient¿s sample for confirmation. On 09-oct-2020, the patient¿s initial hcg result was 12.19 miu/ml. On 10-oct-2020, the patient¿s repeat hcg result was 0.100 miu/ml with a data flag. The hcg reagent lot number was 430912 with an expiration date of 28-feb-2021.